Event description:
The patient complained of not feeling well and the pacer was observed to be in the aai mode rather then the pro- grammed ddd mode. The device was reprogrammed to ddd. The next day the patient complained of not feeling well again and it was observed that the pacer was again in the aai mode. It was reprogrammed and for a third time reverted to the aai mode. The patient was not pacer dependent but had a slow junctional rhythm.~~~~~